Event description:
Correction - it was previously reported that "additionally, another motor stall was seen with recovery about thirty minutes later due to an MRI about eight weeks prior to report." These remarks no longer apply to this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
Concomitant product: product ID 8709sc, lot# n183226014, implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported that there had been a motor stall without a recorded recovery. The pump logs showed that there was a stall on (B)(6) with a recovery three days later, a stall on (B)(6), with a recovery five days later, and a stall on (B)(6) without a recovery at the time of report. The message 'stopped pump period may exceed tube set' was also seen in the logs. Additionally, another motor stall was seen with recovery about thirty minutes later due to an MRI about eight weeks prior to report. The physician was going to refill the pump in just in case it recovered. The device system was infusing morphine and clonidine.

Manufacturer narrative:
Received for analysis was the pump and catheter. There were multiple motor stalls and recoveries seen in the logs. The pump was received with a hard motor stalled that never recovery. During analysis the technician found significant residue and shaft wear on the lower shaft of gear 2. And also found some residue on the jewel where the lower shaft of gear 2 inserts into the bottom bridge assembly. Analysis of the pump was concluded as pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication and stall due to shaft bearing. Analysis of the catheter revealed a non-significant indent was seen down in the cup of the sc connector that did not affect infusion.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.